Event description:
Additional information was received indicating the previously observed behavior continued to be observed. The physician elected to perform a revision procedure at which time the lead was surgically abandoned and replaced while leaving the device in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited oversensing of left ventricular signals. Varying intrinsic r-wave amplitudes were also reported. Lead position was reviewed via x-ray and perforation ruled out with echocardiogram; no lead movement or perforation was observed. Upon review, boston scientific technical services (ts) noted pace impedance and threshold measurements were within normal limits and appeared largely stable. Recommendations were provided for additional system testing. The physician elected to continue following the patient remotely with no plans for further investigation in the absence of new episodes of oversensing. No adverse patient effects were reported. This system remains implanted.